Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: unknown date.

Event description:
According to the available information, when placing the dynamic anchor, the tensioning loop was lost (unable to be retrieved) in the dissection channel [unable to tension]. It was confirmed that the suture/ loop was not severed. The sling was removed, and a new sling was opened because the first sling was damaged upon removal causing a 5-minute delay. The new sling was placed successfully. The patient's pelvis was so wide (left to right with large distance between obturator muscles) that the physician had to tie a suture to the loop so as not to lose it the second time.